Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had door failure. A field service engineer assisted the customer in identifying and determining the issue. The fse replaced the door and supported the customer with inventory, after which testing was performed and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was broken. Customer stated that plastic on the door was shattered. Due to this, the door could not be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.